Manufacturer narrative:
Promus element plus ous 2.75x32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted and puled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 21.3 cm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 80% stenosed, 30 mm x 27 mm, eccentric, de novo, target lesion containing >45 degrees bend was located in the severely tortuous and severely calcified left circumflex artery. After pre-dilatation, a 2.75x32mm promus element plus drug-eluting stent was advanced but could not cross the lesion due to the high calcification. After several attempts, the physician removed the device and noticed that the shaft was kinked and the stent was damaged. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. However, it was further reported that the device returned with a shaft break that occured outside patient.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 80% stenosed, 30 mm x 27 mm, eccentric, de novo, target lesion containing >45 degrees bend was located in the severely tortuous and severely calcified left circumflex artery. After pre-dilatation, a 2.75x32mm promus element plus drug-eluting stent was advanced but could not cross the lesion due to the high calcification. After several attempts, the physician removed the device and noticed that the shaft was kinked and the stent was damaged. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.